Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
While using a 3/10 ml, 31 g x 6 mm bd insulin syringe with bd ultra-fine¿ needle, a customer reported that the insulin turned gray as she withdrew it from the vial. No injury or medical interventions were reported.

Manufacturer narrative:
Investigation summary: DHR review: defect: fm internal ¿ discoloration during draw, cat. #: 324909, batch#: 6291636, product description: syringe 0.3ml 31ga 6mm wholeunit 10bag, date(s) of packaging: 13dec2016 to 14dec2016, machines packaged on: (B)(4), device history record review ¿ a review of the device history record was completed for batch# 6291636. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there one (1) batch of material # 700005654 (syringe 0.3ml asm 31ga 6mm tw (B)(4)) that went into the finished batch# 6291636. Batch# 6342896 dates of manufacture: 13dec2016 to 14dec2016, machines manufactured on: (B)(4), there were two (2) notifications [(B)(4)] for defects noted during production that are unrelated to this complaint topic. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6291636 investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the insulin turned gray as she was drawing it up from the vial. The syringe was returned with approximately 15 units of a cloudy liquid inside the barrel. The returned syringe was examined and exhibited dark ink spots on the surface of the barrel. Sample will be forwarded to manufacturing ((B)(4)) on 18aug2017 for further investigation. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements.